Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home choice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a small leak out at the connection of the supply line of the homechoice cassette and supply bag. The patient stated that the supply bag was empty and it looked like it was leaking at the connection and there was air in the supply line. Renal therapy services (rts) helped hp clear the alarm and get the cassette out. Rts reviewed proper procedures per the user manual with the hp. The patient would complete therapy manually. There was no patient injury or medical intervention associated with this event. No additional information is available.